Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that several no delivery alarms occur during bolus. The customer's blood glucose reading was 499 mg/dl; treated with manual injections. The customer removed the infusion set and found the cannula was bent. The customer performed troubleshooting and did not find any other problems. The infusion set was replaced and will be returned.